Manufacturer narrative:
(B)(4). Batch # unknown. Device not available for return. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a vats lobectomy, the surgeon went to take lung tissue with psee45a, clamped on tissue, went to fire and it went about half way and stopped. The reverse button was used to retract the knife. The device was removed from the patient with an incomplete staple line. On visual inspection the anvil channel was bulged out. Case completed with a competitive stapler. There were no patient consequences reported.